Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient lost the case with all of their external equipment while on vacation. The patient's ins had passed away and then they clarified the ins was not working right now but they could not charge because they had lost their external equipment. The patient lost their equipment in the beginning of october. The patient mentioned before they would receive new equipment for the ones they lost, they would like to meet with a manufacturer representative to see if ins can be turned on first or if it needs to be replaced. The patient then mentioned they were having problems with ins anyway; later clarified ins would flip in their stomach and wouldn't charge since implant. The patient stated they would get it to where ins would charge up, but doesn't know if they were fully charging or not. The patient was redirected to their healthcare provider. No symptoms were reported.